Manufacturer narrative:
The reported event of a round, "inflated" deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of deformation upon initial deployment has been investigated and a resolution plan aimed at addressing enhanced loading techniques as well as improved in-process inspection that better represents how a device is loaded and deployed during clinical use are being implemented.

Event description:
On (B)(6) 2019, a 30mm amplatzer cribriform occluder was selected for implant. During deployment, the left disc appeared "inflated". Several redeployments were performed, but the issue persisted. Upon removing the device and washing it, the device returned to its original shape. The device was exchanged to complete the procedure. There were no adverse patient consequences.